Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. (B)(4) had the patient inspect the patient line. The patient stated the connection was loose and came apart. (B)(4) advised the patient to start over with new supplies. Product surveillance contacted the patient's caregiver who explained the patient was not connected at the time of the error. The caregiver heard the error and then realized the patient was not connected to the hc. The caregiver stated the loose connection was not a defect of the disposables, but was loose due to use error. The patient started over with new supplies and everything worked out fine. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample. Root cause is determined to be use error - incomplete connection. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.